Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2015-03448, 1627487-2015-03453 & 1627487-2015-03454. It was reported the patient went to the emergency room due to seepage at the scs lead incision site(s) accompanied with nausea and fever. Subsequently, the scs system was explanted due to a suspected infection at the site(s) and the patient received intra-venous antibiotics. As of (B)(6) 2015, the infection had resolved.